Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drug was "oozing" out of a large volume infusor during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 40 ml of fluid remaining in the bladder. Visual inspection noted evidence of a leak at the fillport after the fillport cap was removed due to a particle approximately 0.20 square mm in size under the checkband. The particle was identified to be glass material via ft-ir spectroscopy testing. The ir scan did not match that of baxter glass capillary, indicating that the particle did not come from the device. The reported condition was verified. The cause of the particle underneath the checkband is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.